Manufacturer narrative:
The insulin pump failed the displacement test and had a constant motor error alarm during the rewind test due to motor encoder signal out of phase. Unable to verify motor position encoder error alarm in the alarm history screen or verify motion sensor test failure alarm due to motor error alarm. The stop idle current and run current measurement tests are within specification. No unexpected weak battery alarm noted. Unable to complete functional testing including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant motor error alarm. The insulin pump had minor scratched display window and a small crack on the battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to MRI. The customer found motor position encoder error alarm in the alarm history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.